Event description:
Pt was clamped off ECMO for trial off. Cannulas were flashed at 15 minute mark (per standard procedure). Afterward, circuit flow went to zero. Pt was off circuit but needed to go back on ECMO. Pump was hand cranked while troubleshooting. Replaced motor, flow probe, and console but no return of flow. A different circuit was obtained and flow was re-established until the following day when flow stopped again. Pt was put in trial off successfully and was awaiting decannulation. Tubing in question was saved for review.